Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02467 pertains to the other device. It was reported to boston scientific corporation that the patient, who is over (B)(6), was implanted with a pinnacle anterior/apical pelvic floor repair kit during an anterior repair procedure in (B)(6) of 2008. The patient reported to the implanting physician that she had presented with some mesh erosion in (B)(6) 2011. She had previously been treated for the erosion by another physician; the type of treatment is unknown. The implanting physician does not plan on providing any further medical intervention. The patient's current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.